Event description:
It was reported that during an lar procedure, the staples were not formed completely in the distal part of the colon. Another like device was used rto complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.